Event description:
My mother, dad, aunt, had lasik surgery, and all of them lost their eye sight. I think something is wrong with this surgery. We went to a specialist and that place was full of people that had that surgery that were going blind. I think this should be checked into.